Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. Treatment information was not reported. The patient was reported to have recovered from the peritonitis. The patient¿s catheter was replaced and pd therapy was reported to be ongoing. Additional information was requested but is not available. This is report 1 of 2 involved in this event.

Manufacturer narrative:
Complaint no: (B)(4). The patient developed peritonitis on an unspecified date in (B)(6) 2014. A batch review was conducted for potentially associated lot numbers gd895953 and gd895771 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as cmplnt-(B)(4).